Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 59 mg/dl and the paramedics were called on (B)(6) 2016. She was given juice and sugar. The customer had foggy vision and was sweating. The customer was wearing the insulin pump. She may have bolused too much for not eating. The customer's blood glucose level also dropped to 50 mg/dl. She drank orange juice, milk, and had candy to treat her low blood glucose level. The device was not returned.